Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover is torn off over 'contrast' to 'up' button and exposed the key contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons are responsive. Removed keypad cover to check the condition of key contacts, no contaminations is visible under the key contacts. A dim pink display screen is found. The display screen is found to be scratched. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and pink. This report is made based on results of investigation completed on (B)(4) 2013.